Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, while doing the branch work with a vasoview 7 bisector, it appeared that there was a small squiggly piece of white plastic off the end of the bisector. The reporter was in the next room and he was asked to come and see. There was a picture taken and when the bisector was pulled out, they did not see the piece of white plastic. It is not known if the plastic piece retracted back into the bisector or fell off in the pt. The case was completed using another vh-3200. There was no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the bisector. The cannula had a small crack along the distal end where the halves are assembled. There was some evidence of blood. The handle was opened up and a small curled white piece was found in the left handle adaptor half. Another small white piece was found in the right tool port half. Based upon the visual observations, the reported complaint for "white plastic piece found" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).